Event description:
It was reported that the patient underwent a mechanical thrombectomy of the m2 middle cerebral artery occlusion with the subject retrieval device. Post procedure imaging showed an intracranial hemorrhage. The hemorrhage was asymptomatic and the patient condition was reported as ¿good¿. No further details were reported.

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that the patient underwent a mechanical thrombectomy of the m2 middle cerebral artery occlusion with the subject retrieval device. Post procedure imaging showed an intracranial hemorrhage. The hemorrhage was asymptomatic and the patient condition was reported as "good". No further details were reported.

Manufacturer narrative:
The device is not available to the manufacturer.